Manufacturer narrative:
(B)(4): initial MDR submission. A follow up MDR will be submitted if additional information becomes available. Patient problem code: f26 ¿ no health consequences or impact device problem code: a040103 - material fragmentation

Event description:
Material#: 515003. Batch#: 2304001 it was reported by customer that while removing air bubbles, injector snapped off of tip of syringe. There was no excessive force during this action. The pharmacy technician mixing at the time is experienced. This has never happened before. Everything in use at time was placed in a ziplock bag and discarded rcc received a complaint via email. Email(s) attached. While removing air bubbles, injector snapped off of tip of syringe. There was no excessive force during this action. The pharmacy technician mixing at the time is experienced. This has never happened before. Everything in use at time was placed in a ziplock bag and discarded item#515003 lot#2304001

Manufacturer narrative:
(B)(4). Follow up MDR for device evaluation: one photo was provided to our quality team for investigation. Through visual inspection, the injector luer was observed to be broken off in the syringe, there was no other visible damage or defect observed that could have contributed to the luer breaking. If the injector housing, which includes the luer, becomes damaged during use, it could have lead the luer to break as observed within the photo. A device history review was performed for lot 2304001, no deviations or non-conformances were identified during the manufacturing process that could have contributed to this issue. Five retained samples of the same lot were used for additional evaluation. All product was visually inspected, no damage or defects was observed on any of the injectors. All samples were properly connected to a syringe, protector, and vial. In all cases, liquid was properly aspirated and could move between the vial and syringe without issues, no leakage or luer breakage occurred. Additional evaluations were performed, tapping the injector connected to a syringe against a hard surface, again no breakages occurred. Product undergoes a series of visual and functional evaluations throughout manufacturing, including verifying all critical dimensions are within specification. Testing was reviewed for lot 2304001 and no issues related to the reported incident were identified. Based on our investigation and sample evaluation, we are not able to identify a root cause related to our manufacturing process at this time. Complaints received for this device and reported condition will be monitored by our quality team for signs of emerging trends. H3 other text : see manufacturer narrative.

Event description:
Material#: 515003, batch#: 2304001. It was reported by customer that while removing air bubbles, injector snapped off of tip of syringe. There was no excessive force during this action. The pharmacy technician mixing at the time is experienced. This has never happened before. Everything in use at time was placed in a ziplock bag and discarded. Rcc received a complaint via email. Email(s) attached. While removing air bubbles, injector snapped off of tip of syringe. There was no excessive force during this action. The pharmacy technician mixing at the time is experienced. This has never happened before. Everything in use at time was placed in a ziplock bag and discarded. Item#515003. Lot#2304001.